Manufacturer narrative:
Details of complaint: the customer reported that this unit got stuck in a boot loop. The unit displayed a system board failure graph error message. The issue was discovered during setup. The customer tried to reboot the unit; however, the unit would not boot up at all. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated. The root ccause for the reported issue was determined to be a circuit board failure of the motherboard. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 01/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/30/2026 I called mouhammed to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for mouhammed to call me back with this information. Attempt # 3: 02/02/2026 I called mouhammed to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for mouhammed to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit got stuck in a boot loop. The unit was not in patient use at the time.

Event description:
The customer reported that this unit got stuck in a boot loop. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this unit got stuck in a boot loop. The unit displayed a system board failure graph error message. The issue was discovered during setup. The customer tried to reboot the unit; however, the unit would not boot up at all. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.